Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016. Customer stated that he crashed when he was in the hospital and his blood glucose level went down to 37 mg/dl. Customer was not in the hospital for diabetes. Customer was treated with d-10 and was wearing the pump at the time of the hospitalization. Customer was not sure why his blood glucose dropped. Customer took the pump off to test it and then put it back on. Customer did not want to troubleshoot.